Event description:
It was reported that shaft break occurred. A 2.50 x 20mm synergy xd drug eluting stent was selected for use. However, during preparation, when the device was pulled from hoop, the mid shaft broke off. The procedure was completed with a different device. There were no patient complications nor injuries reported.